Event description:
Bd 16g needle still in its packaging that did not have a cover on it. I have taken pictures with my phone. I have not been able to email them to myself here since I do not get a good enough signal. Once I am able to I will reply with an attachment.